Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported asa result of this event.